Event description:
It was reported that 24 hours after the implant of the device and atrial lead, the atrial lead separated from the generator so a surgical intervention was required to join them again. Several days later, the atrial lead separated again. The atrial lead was abandoned and replaced. The new lead could not be screwed to the generator so finally the generator was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).